Manufacturer narrative:
The customer reported a complaint that "the thermogard xp ivtm system (sn (B)(4)) displayed tcmid:08 (coolant temp low) and tcmid:05 (coolant diff failure) error messages" was confirmed based on the review of the event log but was not confirmed during the functional testing. The reported error messages were not duplicated during the functional testing and the thermogard system functioned as intended. Upon visual inspection, no physical damage was observed. The event log review showed multiple tcmid:08 and tcmid:05 error messages on and around the reported event date, thus confirming the reported complaint. In addition, unrelated to the reported complaint, the event log showed occurrence of mid:09 (air trap assembly) and tcmid:07 (coolant temp high) error messages. Based on the event log, the mid:09 error was cleared by the customer after cleaning the air trap. The thermogard system passed the power-on self-test (post) during functional testing, and the system did not display the customer reported tcmid:08 and tcmid:05 error messages. The reported complaint could not be reproduced. Nevertheless, the lm 34 temperature sensor was replaced as a precautionary preventive measure, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. Following service, the thermogard system passed the final functional test and electrical safety test without any error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for thermogard xp ivtm system with sn (B)(4).

Event description:
During setup, the thermogard xp ivtm system (sn (B)(4)) displayed tcmid:08 (coolant temp low) and tcmid:05 (coolant diff failure) error messages after cleaning the air trap. The customer provided no further information. No patient involvement.